Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported implant rupture diagnosed by MRI. This relates to the right side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: crease is observed. Nick is observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported implant rupture diagnosed by MRI. This relates to the right side. Device has been explanted and replaced with a non - allergan device.

Event description:
Healthcare professional reported implant rupture diagnosed by MRI. This relates to the right side. Device has been explanted and replaced with a non - allergan device.